Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, advancement difficulties were encountered. The 70% stenosed and non calcified lesion was located in the 45 degree tortuous superficial femoral artery (sfa). Vascular access was obtained through the right femoral artery. While attempting to advance another manufacturer's guide catheter over the amplatz super stiff guide wire, the catheter became stuck on the guide wire. Both the guide catheter and amplatz super stiff guide wire were removed together. It was further reported that prior to the procedure "small notches on guide wire that were not visible but could be felt" were noted. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "fine".